Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a generator exchange. Pre-operative interrogation showed the left ventricular (lv) lead impedance was high and out of range. The physician elected to not make any changes since the lead was still capturing at acceptable outputs and used the lead for with the new device. The patient was stable before, during and after the procedure.